Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal peripheral angioplasty procedure the catheter tip detached. The physician had acquired arterial access and during catheter manipulations within the patient's aortic bifurcation the catheter tip became stuck and detached within a plaque bed located within the patient's common iliac artery. The physician attempted to retrieve the catheter tip with a vascular snare device but was unsuccessful. The patient was then transferred and admitted to a nearby hospital where the catheter tip was successfully retrieved from the patient's common iliac artery with a vascular snare device. The patient tolerated the procedure well.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.